Manufacturer narrative:
An evaluation of this event determined the presence of a non-functional software defect. A fix for this issue is planned for a future software release.

Event description:
A customer contacted philips to advise that a user error caused inaccurate treatment doses to be administered to a patient. There was no injury associated with this event.